Event description:
It was reported that (1) device used during a appendectomy. It was reported by the affiliate that the tsw35 instrument would not fire. Another instrument was used to complete the case. There was no consequence to the pt.